Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty positioning the clip delivery system in the left atrium which can result in serious injury if the device comes in contact with the atrial wall. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr)grade 4. During the procedure, after the clip delivery system was successfully placed into the left atrium, during translation of the delivery catheter handle, the distal shaft of the delivery catheter showed an anomalous curvature making it impossible to steer the clip over the origin of the mr. The rotation of the delivery catheter handle, in an attempt to release tension, worsened the curvature. The decision was made to remove the clip through the steerable guiding catheter and use another cds to complete the case. Two clips were successfully implanted reducing the mr from grade 4 to 1. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported bending of the dc shaft was confirmed via returned device analysis; however, a definitive cause for the dc shaft bend could not be determined. A definitive cause for the delivery catheter (dc) shaft bend could not be determined. The reported difficulty positioning the dc shaft in this incident was, however, due to the bent dc shaft. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the bent dc shaft resulting in difficulty positioning the dc shaft; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.